Event description:
It was reported that the patient had complained that the pump was placed too high and this resulted in a pocket revision. No further details were available regarding the placement. No patient symptoms were reported. At the time of the report, the patient's status was reported as alive-no injury. The patient had been up walking and was currently doing well. This device system delivered dilaudid. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8590-1, lot# n440270, implanted: 2014 (B)(6); product type accessory. (B)(4).